Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported there was no backflow of blood observed. When the assembly was inserted into the artery, the backflow of blood was not observed from the drip hole. The device was removed and replaced by a competitive device, exoseal to continue the hemostasis procedure. Hemostasis was successfully achieved. The blood vessel was not tortuous, but deep, so the angio-seal device was inserted at an angle, and the physician thinks that this might have caused the sheath to be kinked. The physician had completed the training process on the device prior to this case. The puncture site was the right common femoral artery. The size of the sheath ancillary used was 6 fr. Estimated blood loss was less than 250cc. There was no harm to patient.